Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the ins wasn¿t working. It was noted that the patient had mris since the ins stopped working. The patient was redirected to their healthcare provider (hcp) for a possible jumpstart. No symptoms or complications were reported.